Manufacturer narrative:
Liebel - flarsheim field service report: fse replaced j-bow screws with ones supplied in kit. Fse also adjusted mavig arm height and re-draped cables. Injector system returned to full service by the customer.

Event description:
Customer reported that the injector broke away from the supporting arm and hit the floor. No injury to staff or patient. Patient was transfer to another room to have procedure done.